Event description:
A customer reported experiencing an air in line alarm while using a flogard single channel infusion pump. According to the report, the customer stated that the device began alarming after a one hour blood transfusion. Simultaneously, the blood bag was observed to be overfilling. This occurred during patient use, though the patient's medical status did not change after this event. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). One device was received for evaluation against the reported condition of an air in line alarm. This device was visually and functionally tested against product specifications. The event history log was unable to confirm the reported condition. The air sensors performed within specification. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.